Event description:
It was reported that a second intervention was required due to a leak. A 106x12cm ekos endovascular device was selected for use in the treatment of a pulmonary embolism. While in the intensive care unit (ICU), the connection points for the coolant and the drug both started leaking. One of the connectors broke completely during manipulation. The catheter had to be replaced in a second intervention in the cardiac catheterization laboratory. No patient complications were reported; however, there was a delay to start therapy due to the catheter exchange.

Manufacturer narrative:
Device eval by manufacturer: an image of the coolant and drug luers was provided. However, the reported events were unable to be confirmed by the image. However, the ekos endovascular device was returned for analysis. Microscopic visual inspection of the infusion catheter showed cracking on the drug luer and a complete break of the coolant luer. The device was tested for leaking, and it was noticed that the device leaked water from the drug and coolant luers where the cracking was present. The reported event of leaking was confirmed from the damaged drug and coolant luers.

Event description:
It was reported that a second intervention was required due to a leak. A 106x12cm ekos endovascular device was selected for use in the treatment of a pulmonary embolism. While in the intensive care unit (ICU), the connection points for the coolant and the drug both started leaking. One of the connectors broke completely during manipulation. The catheter had to be replaced in a second intervention in the cardiac catheterization laboratory. No patient complications were reported; however, there was a delay to start therapy due to the catheter exchange.